Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4489104 was released in a single batch. Batch 1: lot qty of (B)(4) units were released on (B)(6) 2016, with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, that the torque drivers looked worn and were slipping out of the set screw during final tightening. The operation continued and final tightening was achieved with a little patience. There were no consequences to the patient or surgical delay. Concomitant device: unknown set screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) x25 final tightener. This is report 1 of 2 for (B)(4).